Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging from 31-60 mg/dl. Customer either consumed juice or glucose tablets to address bg. Reportedly, the carbohydrate ratio settings were incorrect for customer, resulting in low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.